Event description:
It was reported that during a da vinci-assisted donor hepatectomy surgical procedure, the instrument at the first burn, broke one of the branches and fell into the patient's abdomen (promptly retrieved). There was no reported injury. Procedure outcome was not confirmed. Intuitive surgical inc. (Isi) followed up with the customer to confirm that there was an indirect injury (delayed diagnosis, wrong diagnosis).

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.